Manufacturer narrative:
(B)(4). Concomitant medical products: unknown xlpe liner. Unknown cup. Unknown stem. Foreign report source: (B)(6). The reported event was identified during review of a journal article: kjærgaard,, k., ding,, m., jensen,, c., bragdon,, c., malchau,, h., andreasen,, c. M., . . . Overgaard, s. (2020). Vitamin e-doped total hip arthroplasty liners show similar head penetration to highly cross-linked polyethylene at. Vitamin e-doped total hip arthroplasty liners show similar head penetration to highly cross-linked polyethylene at five years: a multi-arm randomized controlled trial. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03994.

Event description:
It was reported in a journal article that one patient underwent a revision due to dislocation approximately 2 days post implantation. No further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.